Event description:
After preparation of the device as the device was going over the wire, prior to entering the patient, the tip became detached. It was removed from the wire and another device was used without incident.

Manufacturer narrative:
The patient info was requested; however, the hospital will not release the info. The device was returned for analysis. The catheter tip lumen had separated approx. 5mm distal to the tip over mold. The device was exercised to deploy the stent with no issues. The detached tip showed evidence of necking and a kink proximal to the over mold. The tip lumen was necked and stretched. Under magnification, it was concluded that the kink in the tip lumen proximal to the tip over mold was severe enough to make it difficult to pass a 0.014" guide wire and the tip lumen break appeared to be tensile due to the severe stretching of the guide wire lumen distal of the distal tip jacket/lumen bond joint. It appeared that the tensile load applied exceeded the ultimate tensile strength of the tip lumen. The device history records were reviewed and no anomalies noted. The cause of the tip lumen failure is unk. Attempts to obtain add'l info regarding the event were made but were not provided. Eval conclusion: a tensile load was likely applied to the tip assembly that exceeded the ultimate tensile load of the lumen bond joint to the tip jacket. The tip over mold shows evidence of likely interaction with accessory device.